Manufacturer narrative:
B5: description updated. H6 codes updated. H10: updated there was no device available for analysis. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Date of event is unknown; therefore, the aware date was used instead.

Event description:
It was reported that the patient experienced a tissue perforation with this inflatable penile prosthesis (ipp). There were no additional patient complications reported.

Event description:
It was reported that the patient experienced a proximal perforation with this inflatable penile prosthesis (ipp). There were no additional patient complications reported.

Manufacturer narrative:
Date of event is unknown; therefore, the aware date was used instead.